Manufacturer narrative:
Per tandem's user guide: "failure to have an alternative method of insulin delivery can lead to very high blood glucose or diabetic ketoacidosis (dka)." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) of 511 mg/dl. Reportedly, the suspected cause was expired insulin. Customer addressed bg with a correction bolus. Insulin delivery was resumed using the expired insulin. Reportedly, customer contacted a healthcare provider.